Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Len was repositioned but that did not resolve the problem. Lens was exchanged for same length/power lens with no axis difference due to rotation and problem was resolved. Cause of the event was reported as use error.

Manufacturer narrative:
H11-manufacturer narrative: lens rotation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).